Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the intellicuff device alarmed. The intellicuff device was connected to a hamilton-c6 ventilator device. - this occurrence was noticed during patient ventilation. - the intellicuff device alarmed intermittent. Error messages: 'check intellicuff state' and 'check intellicuf'. - the instrument report and the hamilton-c6 ventilator device log files (service log, error log, event log) were provided to hamilton medical ag. A 'tf10' error code was recorded in the log files. - there was need for medical intervention reported. The integrated intellicuff device was replaced. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the intellicuff device alarmed. The intellicuff device was connected to a hamilton-c6 ventilator device. - this occurrence was noticed during patient ventilation. - the intellicuff device alarmed intermittent. Error messages: 'check intellicuff state' and 'check intellicuf'. - the instrument report and the hamilton-c6 ventilator device log files (service log, error log, event log) were provided to hamilton medical ag. A 'tf10' error code was recorded in the log files. - there was need for medical intervention reported. The integrated intellicuff device was replaced. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing.